Event description:
Reporter indicated a patient had experienced a seizure increase above pre-vns baseline levels. The patient was reimplanted with a new generator as an intervention. The reporter stated the generator was at end of service. A battery estimate was performed and yielded approximately 50% of battery life remaining, indicating generator was likely not at end of service. Diagnostics tests performed just prior to generator reimplant surgery indicate the device was performing as intended and was not at end of service. The explanted generator is currently in product analysis.